Event description:
Pt undergoing hip procedure on (B)(6), 2010. The acetabular liner would not assemble into the bipolar shell. The surgical technician was able to open a second shell and had no problem assembling the liner into the second shell and the procedure was able to be completed without delay or harm to the pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hip surgery. Event abated after use: yes.